Event description:
It was reported that during the implant procedure, the lead had marginal capture in the atrial appendage with tined lead. The physician removed and replaced the lead with an active fix lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found.